Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a sound of air leakage from the oxygen tube. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Per a good faith effort (gfe) response received, the oxygen pipe was replaced to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). E1 reporter phone number - (B)(6).